Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken needle occurred during sensor insertion. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, the patient stated that they were unsure if the broken needle piece is still in their skin. The patient stated that there was no pain or bruising and was planning to visit the emergency room (ER) to verify if any needle part is in the skin. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.